Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer cleaned the plunger and was able to load a new cartridge. Customer¿s blood glucose level was 90 mg/dl